Event description:
Staff proceeded to discontinue patient's piv located in her left antecubital vein. After attempting, it was noted that the hub had broken off leaving a portion of the IV catheter in the left antecubital fossa. Provider was notified immediately, and plastic surgery consulted. An ultrasound was performed of the arm after which plastic surgery performed a venotomy at the bedside. Catheter was removed after which the skin was closed with sutured. No apparent complications.